Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.

Event description:
Edwards received notification of a pascal procedure in mitral procedure where the patient previously underwent a successful teer procedure with a stable pascal implant at a2/p2. The original teer procedure resulted in mild mr. They called it trace/mild on the next day. A repeat procedure was performed for residual 3+ (moderate/severe) mr due to progressive disease process. The anatomy and procedural strategy were challenging due to the existing implant and limited leaflet tissue available for additional grasping. An ace implant was placed adjacent to the prior device. The team then attempted to position a plug device between the existing implant and the new ace implant; however, slda occurred. After release, the interventional cardiologist attempted to wire between the devices to facilitate plug placement. During removal of the sheath between the devices, the ace implant detached from the posterior leaflet. A subsequent attempt to place an additional device at the lateral commissure was made but ultimately aborted due to inability to cross the valve with the implant. Mitral regurgitation severity remained 3+ (moderate/severe) at baseline and 3+ (moderate/severe) post procedure. No device malfunction was reported; the event was associated with challenging anatomy and procedural factors related to the prior teer.